Event description:
Clinicians suspected a rupture in catheter. Strips received by arrow clinical support indicate there was a kinked catheter. Catheter was removed. It was unknown if another catheter was inserted. There were no reported patient complications.